Manufacturer narrative:
The suspected device was returned for evaluation. Event log reviewed and reported failure mode was observed in event logs history. There was no 12-month service history during the review. Functional test had been performed and cassette not attached error was confirmed. The probable cause of the reported issue was latch/lock flex sensor.

Event description:
It was observed during inspection of a returned pump that latch/lock flex sensor was defective. If this failure mode occurs during infusion, it will interrupt therapy which may affect the patient.